Event description:
Vcare large (ref # 60-6085-202a, lot # 202103011) was opened and used on patient. Surgeon attempted to inflate the balloon with air. Balloon would not inflate; would not hold air. Initial vcare was removed from the patient and removed from the sterile field. A second vcare large was opened and used without problem.